Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 90% in-stent re-stenosed lesion was located in an unspecified stent in the moderately tortuous arterio-venous graft of the forearm. A 6.0 x 40, 75 cm mustang¿ balloon catheter was used for dilatation and on the second inflation the balloon ruptured at 22 atms. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 90% in-stent re-stenosed lesion was located in an unspecified stent in the moderately tortuous arterio-venous graft of the forearm. A 6.0 x 40, 75 cm mustang balloon catheter was used for dilatation and on the second inflation the balloon ruptured at 22 atms. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from the distal markerband and it extended proximally along the balloon for a total length of 15mm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).